Event description:
On 21st february 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation the optic was observed to be damaged necessitating iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the optic was observed to be damaged. The rayone emv rao200e iol was explanted and exchanged during the original surgery session. The healthcare facility has confirmed that there was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available to determine the root cause of the optic damage post implantation.